Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was overheating. It was reported that this event was not related to surgery. It was not reported whether there were any delays in a surgical procedure or whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the thermistor assessment (actual reading: open line; specification: 1,000-15,000 ohms) and the temperature assessment after 5 minutes and 30 seconds of operation (actual reading: 119.1 degrees fahrenheit at 30 seconds; specification >118 degrees fahrenheit at 10 minutes). It was further noted that the flex circuit was corroded and the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.